Event description:
The family member called for assistance with storing the pump when it is not in use. It was reported that the customer was hospitalized for high blood sugar levels. It was indicated that the contact had disconnected the call before the tech could gather info about the event. No further details.